Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte catheter defect. The following information was provided by the initial reporter: client does not make complaint to us, only notifies it by following up the use of input, mentioning that they had difficulties using the input insyte 38831114 where what they say is that it was not easy to take, and generated them complications with the catheter for its flexibility of breakage. Describe patient / (hcp) / user impact, multipuncture. The client does not mention this in due time, he only states when following up on the use of supplies during the clinical visit. Teflon material is not very flexible and prone to fractures.

Manufacturer narrative:
A device history record review was completed for provided material number 38831214 and lot number 3355308. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.